Event description:
It was reported that the balloon was ruptured when the customer attempted to remove the catheter from the vessel on the first day of use. The customer asked to check if there is any missing balloon. No patient injury was reported.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One fogarty embolectomy catheter with a nipro 1ml syringe was returned for evaluation. The catheter tip appeared to be damaged. The balloon and balloon windings were visually inspected and the balloon was found to be ruptured with latex material missing and the spring tip stretched. This condition may occur when a pull force of 0.7 lbs on the inflated balloon (per IFU) has been exceeded. Also as stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. No visible damage to the catheter body was observed. Visual examination was performed using the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of balloon rupture was confirmed during the evaluation. It could not be determined if procedural factors or device handling may have contributed to the event reported. No further actions will be taken.